Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of over 500 mg/dl. The customer stated that they also experienced low blood glucose of 49 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that the issue may have been that the reservoir does not lock into place. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.